Event description:
It was reported that a year prior, the lead exhibited t-wave oversensing (twos). The lead sensitivity was reprogrammed. Recently, the lead exhibited additional twos, which lead to anti-tachy pacing (atp), as well as a decrease in r waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.